Event description:
Possicle rv ana ra leas issue. Atrial output is set oeiow tne last auto threshold and that atrial capture management is set to monitor only. Atrial non-capture on egm. Rv lead is programmed just above the auto threshold that is set to monitor only. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).